Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: "our cath lab reported a problem they had last night. They described a helium loss error, I think they got that cleared then a persistent EKG error (I assume they meant the EKG lead fault). I have the device running under a simulator at the moment, and I did see the EKG error for a while but it cleared. The cable seems fine under the sim with no drop-outs. They replaced the pump on the patient and experienced no issues with the replacement." Patient condition unknown at time of report. Associated MDR:3010532612-2023-00039.

Event description:
It was reported: "our cath lab reported a problem they had last night. They described a helium loss error, I think they got that cleared then a persistent EKG error (I assume they meant the EKG lead fault). I have the device running under a simulator at the moment, and I did see the EKG error for a while but it cleared. The cable seems fine under the sim with no drop-outs. They replaced the pump on the patient and experienced no issues with the replacement." Patient condition unknown at time of report.associated MDR:3010532612-2023-00039.

Manufacturer narrative:
(B)(4).